Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 560 mg/dl. The customer was treat with manual injection. The customer declined troubleshooting for high blood glucose. Customer also stated that insulin pump had no delivery alarm. Customer states insulin exited the tubing. The insulin pump will not be returned for analysis.